Event description:
It was reported that during the surgical procedure, the catheter was allegedly failed to advance. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bard MRI implantable port, one flushing connector loaded into a groshong catheter segment, one j-tip guidewire in a guidewire hoop, one 8.0fr introducer peel-apart sheath and one vessel dilator were returned for evaluation and one electronic photo was provided for review. The investigation is inconclusive for the reported failure to advance issue as the reported tunneller was not returned for evaluation and the exact circumstances at the time of the reported event are unknown. The investigation is confirmed for the identified deformation issue as a bend was noted on the catheter. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 06/2023).